Manufacturer narrative:
Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a scratched keypad overlay. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump got the connection with reservoir compartment broken, ring was missing. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.